Event description:
Per the audiologist, the patient reportedly had a decrease in performance. The patient fell and hit their head several months ago. An integrity test done (B) (6), 2009 confirmed device failure. Explant and reimplantation is planned, but had not taken place at the time of this report may 5, 2009.

Manufacturer narrative:
(B) (4).